Manufacturer narrative:
No patient involved. A manufacturer representative went to the site to test the equipment. The system failed the mechanical test during checkup due to collimator didn't initialize upon system boot-up. The issue was due to a faulty rotor. The manufacturer representative found the collimator blades will not move. Adjusted and re-aligned and functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that there is an initializing collimator error on the imaging system. No patient present.